Event description:
Customer stated that they received their new insulin pump and is receiving a motor error alarm. Customer will be calling back to troubleshoot. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.